Event description:
Customer reportedly obtained results of 229mg/dl and 100mg/dl within 10 minutes on the advantage system. Customer also reportedly obtained results of 284mg/dl and 118mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No strip information provided and no quality controls were used. No information provided to indicate where comparisons were performed.